Manufacturer narrative:
Initial and final (B)(4) - device 1 of 1.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. It was reported that patient faced 18 infusion sets cannula kinked event on 16-oct-2024, after 3 hours of insertion. Insertion site was abdomen. Customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.